Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery anomaly and crack on the pump. The customer reported blood glucose value of 48 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-342, mmt-7040a, mmt-1884l and mmt-441ag. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of reported event. The customer was using the auto mode/smartguard feature at the time of the event. The crack on the pump is not related to the retainer ring. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-342 was requested and the customer response was that the device would be returned. No product return is required for mmt-7040a. Mmt-1884l was requested and the customer response was that the device would be returned. Mmt-441ag was requested and the customer response was that the device would be returned. Frn-mmt-342-rsvr, unomed set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump software. Successfully uploaded to care-link and generated reports. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. Debris noted on battery tube assembly. The pump was received with minor scratches on lcd window, scratched case, missing display window cover, cracked case (battery tube) and battery tube threads cracked. On (B)(6) 2025 07:38:27.000 normal bolus delivered, normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). In summary, the pump passed functional testing. Unable to verify customer alleged for possible over delivery causing low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.